Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the noisy image and the error e216, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leak/bubbles coming from the leak connector at end of scope. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, a noisy image and scope communication error e216 was found. There was no patient involvement.